Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the tip of the penumbra system 5max ace reperfusion catheter (5max ace) was deformed. The damaged 5max ace was found prior to use and was not used in the procedure. The procedure was completed using a penumbra system reperfusion catheter 041.

Manufacturer narrative:
Result: the penumbra system 5max ace reperfusion catheter (5max ace) was ovalized approximately 0.5 cm from the distal tip. Conclusion: evaluation of the returned device revealed damage to the distal shaft. This type of damage typically occurs due to improper handling during removal from the packaging. If the 5max ace is pinched or compressed forcefully during removal from the packaging hoop, damage such as this may occur. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.